Manufacturer narrative:
Corrections: a5. Controller (B)(4). Product event summary: the controller passed visual inspection and functional testing. Log file analysis revealed one controller power-up and associated pump start event was logged on (B)(6) 2017 at 16:38:20. Investigation is ongoing. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional testing. Log file analysis did not reveal any power switching event close to the event date involving (B)(4). Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed external visual inspection and functional testing. Analysis of the data log files revealed one premature power switching event that was due to momentary disconnections involving (B)(4). Log file analysis did not reveal any premature power switching events during the reported event date (B)(6) 2017). Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional testing. Log file analysis did not reveal any power switching event close to the event date involving (B)(4). Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed external visual inspection and functional testing. Analysis of the data log files revealed two premature power switching event that were due to momentary disconnections involving (B)(4). Log file analysis did not reveal any premature power switching events during the reported event date (B)(6) 2017). Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional testing. Log file analysis did not reveal any premature power switching event involving (B)(4) on the analyzed period. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: (B)(4). Product event summary: the controller ((B)(4)) and batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15- minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving batteries (B)(4). Analysis of the event log file revealed that one controller power up event was logged on 11nov2017 at 16:38:20. The data point prior to the loss of power revealed that (B)(4) was connected to the power port one (1) with 48% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 24% rsoc. The data point after the controller power up event revealed that the (B)(4) was connected to the power port one (1) and (B)(4) was connected to power port two (2). The pump-off time was calculated to be 11 seconds. As a result, the reported events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller, given that one power source connected prior to the loss of power was replaced. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation is open evaluating momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Available for eval : yes, return date: 2017-12-14. Evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Available for eval: yes, return date: 2017-12-14. Evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2016-09-30. UDI #: (B)(4). Available for eval: yes, return date: 2017-12-14. Eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. Brand name: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Available for eval: yes, return date: 2017-12-12. Eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Available for eval: yes, return date: 2017-12-14. Eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pump stop alarm was triggered when the controller and batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.